Event description:
It was reported that during a laparoscopic surgery with excision of left ovarian cyst removal of bowel omental adhesions the device had a dull blade and there was trouble inserting it. There was a minor delay as the surgeon "struggled with attempted insertion." Another device was used to complete the procedure. There was no patient injury. This report is being filed for the findings upon investigation.

Manufacturer narrative:
Final device investigation found the device returned in good visual condition. The blade of the device was free of nicks and defects and the sharpness was acceptable. Upon evaluation, the sleeve of the device was pressure tested and showed signs of a very minor leak with an obturator inserted into the device. The device history record was reviewed and no discrepancies were noted.